Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; found both sensors are broken and missing a part, unable to confirm if the customer received the sensors damaged due to the customer returned opened and used.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 112 mg/dl, compared with the sensor reading of 47 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer also noted that the insulin pump alarmed change sensor and calibration error. He noted that the sensor readings ranged from 47 mg/dl up to as high as over 400 mg/dl. The customer's blood glucose was 48 mg/dl during the troubleshoot procedure for the calibration error. He declined to troubleshoot the issue further, stating that his most recent blood glucose was stable at 112 mg/dl. The customer were was not adhering to calibration recommendation procedures and was advised to set up a calibration schedule. The customer's blood glucose was 42 mg/dl at the time of the bad sensor alert. The customer was advised to replace the sensors and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.